Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had critical pump error. Customer reported that, they received a critical pump error image on the pump screen. Troubleshooting determined that, the insulin pump should be replaced and to contact a supervisor or superior in order to get a demo pump replacement due to this critical pump error and pump no longer working. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin device will not be returned for analysis.